Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had exhibited oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an alert was triggered due to non-sustained episodes and varying pacing impedance.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of medical devices: ddbb1d1 ICD implanted (B)(6) 2016.

Event description:
It was reported that the physician discovered a "possible malfunction" on the right ventricular (rv) lead. The possible malfunction was not further defined. The lead was reprogrammed and remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.